Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported torn material and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.0 x 12 mm nc trek is filed under a separate manufacturing report number.

Event description:
It was reported that the patient underwent a coronary stenting procedure, treating severe calcification of the entire proximal to mid to distal right coronary artery (rca). Rotational atherectomy was performed and a perforation was noted in the mid rca. A trek balloon dilatation catheter was advanced to the perforation and inflated, with an improvement in extravasation; however, extravasation continued. A 2.75 x 12 mm xience alpine stent was implanted just distal to the perforation and a 2.8 x 19 mm graftmaster stent delivery system (sds) was advanced; however, blood was noted in the inflation line and a balloon tear was noted, possibly from vessel plaque and calcification or possibly from stent struts of a previously implanted stent. The graftmaster sds was removed from the anatomy without difficulty. Additional pre-dilatation was performed using a 3.0 x 12 mm nc trek, and a dissection occurred. An nc trek was then advanced to the dissection and inflated, treating the dissection and further dilating the vessel. A 3.5 x 19 mm graftmaster was then deployed, sealing the perforation. Post dilatation was performed and additional stents implanted. Final angiography noted no residual stenosis and no evidence of a dissection. No additional information was provided.